Event description:
Procedure: esophagus. According to the reporter: the anvil could not be attached to the device. Another anvil was used to continue the procedure. There was unanticipated tissue loss when creating a new staple line on the proximal esophagus. There was unanticipated, irreversible tissue damage from the manipulation of the anvil and extraction of the anvil. There was no blood loss of 500cc or more. The operating time was prolonged 2 hours. A thoracotomy was performed to gain more control. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).